Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR reports: 1627487-2012-03845 and 1627487-2012-03847. The pt received 2 scs leads with different lot numbers. It was reported the pt is experiencing stimulation in her ribs. The pt also experienced scs ipg pocket site stimulation. Lead diagnostics showed invalid impedance values for the pt's right scs lead. Additionally, x-rays identified a possible kink at the scs anchor site. X-rays also identified the scs ipg is upside down. Follow-up is pending.